Event description:
It was reported that pump randomly turned off even when battery was charged, which caused use of new cgm and cartridge and led to wasted insulin and concern about limited supplies, and cartridges were described as difficult to remove from pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.